Manufacturer narrative:
Date of event is unknown. Date of explant is unknown. Attempts were made to obtain complete event details but were not received. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000057196 the results of the investigation are inconclusive since no products were returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient experienced ineffective stimulation with the scs system. Investigation was unable to determine which lead attributed to the issue. Surgical intervention was undertaken at an unknown time wherein the entire system was explanted to address the issue.